Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Event description:
It was reported the patients ipg reached end of life deeming it inoperable. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
Date of event is estimated.